Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the neuron delivery catheter 070 was kinked approximately 6.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter was found kinked upon opening the packaging. Evaluation of the returned product confirmed that the neuron delivery catheter 070 was kinked distal to the strain relief. This type of damage typically occurs if the product is removed from the packaging at an angle while using force these devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. The physician noticed the neuron 6f 070 delivery catheter was kinked at the hub; therefore, it was not used in the procedure.